Event description:
It was initially reported to boston scientific corporation that a wallstent biliary stent device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of biliary carcinomas which measured approximately 1cm. It was reported that the patient's anatomy was not tortuous. During the procedure, while deploying the stent the stainless steel metal shaft bent outside the patient. Subsequently the stent could not be deployed. The device was removed from the patient and the procedure was completed with another of the same device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found the stent wires uncrossed and damaged.

Manufacturer narrative:
(B)(4). Visual examination of the returned device noted that the stent was fully mounted; however the distal tip had been withdrawn into the outer sheath by approximately 99mm. The t-bar connector has been moved off the stainless steel shaft onto the inner shaft. The inner shaft was kinked at the distal end of the stainless steel shaft and again at 225mm and 240mm distal to the distal end of the stainless steel shaft. In its returned condition it was not possible to deploy the stent. The shaft of the device was dissected proximal to the stent. The inner was removed from the outer. No other issues were noted with the inner shaft. The stent was deployed distally through the distal section of the dissected outer sheath. Examination of the stent noted that it was caught in the stent cup. Closer examination noted that some of the proximal stent wires were uncrossed and damaged. Examination of the stent cup noted some damage where the stent had been stuck. There were no issues noted with the stent holder. The investigation concluded that this complaint is associated with an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The most probable root cause classification is user/use error. Analysis of the device showed that the t-bar connector was moved forward off the stainless steel shaft. The dfu gives the following instruction on deployment, "the exterior tube is easily retracted by immobilizing the stainless steel tube in one hand, grasping the valve body with the other hand, and gently sliding the valve body along the stainless steel tube. Retraction of the exterior tube permits the open end of the exterior tube to release the stent from constrainment". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.